Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: between 9/14/14 and 9/8/14 black box recorded three ¿loss of prime¿ warnings due to low, non zero force sensor readings. Pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaws. Checked force sensor calibration, pump was found to be in calibration at 177. Unable to duplicate customer complaint. Returned battery cap used for investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.